Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation of the device, several episodes of auto mode switch due to noise on the right atrial lead were noted. Isometric exercises and pocket manipulation did not reproduce the noise. The physician decided to continue to monitor the patient as the patient only paces in the atrium 1.7% of the time and other measurements were within normal limits. The patient was stable.